Event description:
It was reported that the system stored some untreated episodes due to oversensing of noise. A review of the electrograms found significant rail-to-rail noise. The sensing vector was set to the secondary sensing vector. The smartpass feature had programmed itself off due to low intrinsic amplitudes. Technical services advised some testing options. The doctor elected to explant and replace the entire system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system stored some untreated episodes due to oversensing of noise. A review of the electrograms found significant rail-to-rail noise. The sensing vector was set to the secondary sensing vector. The smartpass feature had programmed itself off due to low intrinsic amplitudes. Technical services advised some testing options. The doctor elected to explant and replace the entire system. There were no additional adverse patient effects.

Manufacturer narrative:
The electrode was returned in two pieces. The electrode was completely fractured approximately 327mm from the terminal pin, in the notch area just distal of the sense b ring. The electrode was thoroughly inspected and analyzed. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of design inadequate for purpose. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.